Event description:
It was reported when using the bd preset¿ there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "the syringes for collection of arterial blood are not filling as they used to do."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples and 1 video for investigation. The video was reviewed and the customer¿s indicated failure mode for insufficient blood flow with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed as all product specifications were met. Bd was not able to identify a root cause for the insufficient blood flow seen in the video. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "the syringes for collection of arterial blood are not filling as they used to do."